Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the cable hdmi was loose and not making a good connection. It was reported that the image was intermittent when the cable was manipulated during the patient intubation. The procedure was completed using another glidescope spectrum smart cable, which was made available after three (3) minutes. No harm to the patient or user was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and was able to confirm the reported connection failure via visual inspection. It was noted that the cable hdmi connector pins were severely bent. The reported image failure was not confirmed due to not being able to connect the damaged cable to the test equipment. Upon completion of the evaluation, the returned glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope system avl single use operations & maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged".